Event description:
The customer reported an unspecified board error. There was no reported pt involvement/impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.